Event description:
Boston scientific received info from a product experience report (per) form (dated (B)(6) 2014) that this pt had received two inappropriate shocks (B)(6) due to oversensing. The local rep contacted boston scientific's technical services in (B)(6) 2014. Following the first inappropriate shock in (B)(6), the sense vector was reprogrammed from secondary to alternate. The pt is a heavyset individual and the physician felt that the device may be migrating. A review of these new episodes found that sensing diminished down to baseline when the rate was at 75-80 bpm. One episode occurred when the pt was sitting on the couch and the other occurred when the pt was sitting on the couch and the other occurred when the pt was exercising. X-rays were taken and there did not appear to be any changes from baseline. The device, which was implanted in (B)(6) 2014, has been programmed off and the pt is currently wearing a life vest. Ts commented that this pt's electrogram signal morphology is biphasic and are of small amplitude (2x gain needed). The local rep commented that an exercise test was not performed as the heart rates were low at the time of the inappropriate shocks. Ts suggested that a hall walk may be beneficial. Ts was informed that at the time of the implant procedure, a three incision technique was utilized. The pt was presented back to the electrophysiology lab in (B)(6) 2015. The physician experienced some difficulties freeing up the electrode. The physician ultimately freed the tip electrode (sense a was moved without impacting the coil placement or sense b) and retunneled the electrode to a new position. Defibrillation threshold testing was successful at 65 joules. An automatic set up was not performed. The sense vector was manually programmed to secondary x2 gain. Subsequently, boston scientific received info that this pt received another inappropriate shock while lying in bed in (B)(6) 2015.

Manufacturer narrative:
A review of stored data confirmed delivery of an inappropriate shock and one untreated episode. The episodes appear to show muscle-like noise and the sensing is double counting the heart rate of approx 120-140 bpm. The physician is considering replacing the s-ICD with a transvenous system unless boston scientific can make a programming recommendation. The physician and rep were planning to provide the x-rays and screening info. Additional info was received that the pt had some aberrant morphologies post shock which were not observed during the pt screening and likely would not have passed the original screening. Boston scientific received info from the rep that x-rays were en route via email. Ts received three cds via fed-x for review. The rep was contacted and informed that the primary vector appeared to be the best choice of the available options; however, the r-waves are still very small which may be susceptible to noise. Ts discussed that the current noise seen on secondary may be due to the sense a electrode leaning to the pt's right side. The small signals on the primary vector (and others) may be due to the inferior can location. As the can is farther from the heart tissue, the signals will decrease. Boston scientific received info that the pt was seen in clinic and no new episodes were identified. The captured s-ecgs show some. On the t-wave but there was no oversensing.